Manufacturer narrative:
(B)(4) evaluation statement: the reported event of a channel error could not be confirmed. No product or event logs have been returned for this investigation. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in track wise cannot be conducted. CAPA reference: (B)(4). The customer stated that there was patient involvement

Event description:
The customer reported the pump module alarmed for "channel error". The device was replaced. There was no patient harm reported. The facility¿s biomed evaluated the device and no communication errors were identified. A " check IV set error" was found and the pressure sensor was replaced and the pump module recalibrated.